Event description:
It was reported that the patient with the pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. The patient's heart rate was in 30's. Upon review, there was loss of capture (loc) on the rv lead. The mv sensor was disabled by the signal artifact monitor (sam) device diagnostic. The presenting electrogram (egm) showed atrial arrhythmia. Technical services (ts) recommended further evaluation. This rv lead remains in service. No adverse patient effects were reported.